Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was able to reproduce the error by running a sample. While troubleshooting, fse found the sampling bf wash syringe unit binding and making noise. Fse resolved the complaint by replacing the bf syringe unit. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4). From 20may2021 through aware date 20jun2022. There were no similar complaints identified during the search period. The aia-360 operator's manual : error messages states the following: (4044) wash.sy home not found. Description: the bf syringe motor home position cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the faulty bf wash syringe unit.

Event description:
A customer reported error message ¿4044 wash. Sy home not found¿ on the aia-360 analyzer. The customer stated that the analyzer gave a loud screeching noise while the wheel was turning. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The bf syringe unit was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported error was due to degradation problem of the stepper motor in the bf syringe assembly. The most probable cause of the reported event was due to a failure of the stepper motor in the bf syringe assembly unit.